Event description:
Reportedly, during a pacemaker implantation the team was unable to use the bluetooth connection. They tried with multiple alizea and one borea but it worked with none of them. Later they turn the tablet off and on again and now it works fine again. The tablet is regularly turned of.

Manufacturer narrative:
It has been reported that when implanting a pacemaker, it was impossible to communicate between the tablet and ble alizea pm or borea, but that after switching the tablet on/off, it worked correctly. There is no patient files send and the tablet was not returned for investigation since the issue does not reoccur again. The reported problem could occur when the tablet is placed horizontally, which can lead to the loss of bluetooth communication, which is what probably happened in the field. A recommendation was sent to the field that the tablet should remain connected to the docking station and be placed vertically during interrogation to ensure ble operation. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a pacemaker implantation the team was unable to use the bluetooth connection. They tried with multiple alizea and one borea but it worked with none of them. Later they turn the tablet off and on again and now it works fine again. The tablet is regularly turned of.

Event description:
Reportedly, during a pacemaker implantation the team was unable to use the bluetooth connection. They tried with multiple alizea and one borea but it worked with none of them. Later they turn the tablet off and on again and now it works fine again. The tablet is regularly turned of.